Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead noise with oversensing. There was no evidence of pacing inhibition, and lead measurements were within normal limits. It was noted that the patient had not been seen in clinic for nearly two years. Technical services (ts) discussed troubleshooting options and recommended further evaluation in clinic. This rv lead remains in service. No adverse patient effects were reported.